Event description:
While compounding chemotherapy in hood, phaseal infusion adapter slipped out of aviva 250ml bag. Diagnosis or reason for use: safety. Event abated after use stopped or dose reduced: yes. Stopped using product on (B)(6) 2014. Changed fluid bags from bbraun to aviva. Also stopped refrigeration of primed bags.